Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was provided with pump reset information by technical support and will reset the pump when ready, with instructions to contact technical support if the issue recurs. The customer understood and acknowledged the advice and may continue to use the pump.